Event description:
The physician attempted a first deployment with closer 6, but experienced a cuff miss. Re-wired and tried again for a successful close. Two days later, the patient could not walk because of pain in foot. Pressure in feet were quite inconsistent. Patient referred to surgery. Patient had jump graft in femoral artery to re-profuse lower limb. Surgery took place 2 weeks after closer issue. Physician feels that femoral artery was probably narrowed by device, not occluded. Patient is fine. Customer states no further information.